Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker entered safety mode, which was identified during a routine follow up appointment. At the previous check, conducted six months earlier, the device had an estimated remaining longevity of one year. At the recent visit, device interrogation showed the device was in safety mode. The patient, who is pacemaker dependent, did not report any symptom or abnormality since the last follow up. This device was explanted and successfully replaced. No additional adverse patient effects were reported. A product return is expected.